Manufacturer narrative:
The switch control button assembly was returned to permobil for inspection/evaluation. Further analysis of component, and operational testing of switch control buttons confirmed the report of involuntary activation of drive motor without the need to depress the button, and the failure to disengage motor once depressed. Due to the report and confirmation of a component malfunction, a CAPA investigation was initiated. A review of the hazard risk analysis was conducted, and this failure mode was found to remain low, however permobil will continue to monitor any further reports through trend analysis and take appropriate actions. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Received report claiming while dealer was setting up a smartdrive device, when testing the switch control buttons, one side turned on and the smartdrive immediately engaged the drive motor and would not disengage unless the smartdrive unit was powered off. No injury as a result.